Event description:
Patient received hair removal treatment on her leg and presented with the side effects of erythema and itching which are common. The patient called the customer a week later with an unconfirmed alleged burn and scarring.

Manufacturer narrative:
Cynosure technician inspected the laser system and it is working within specification and found no issues.